Manufacturer narrative:
(B)(4). The device was evaluated and a component on the main control printed circuit board (pcb) was burnt. The main pcb was replaced and the ventilator worked properly.

Event description:
It was reported that during installation a ventilators screen was blank. There was no patient involvement.